Manufacturer narrative:
Device evaluation in process.

Event description:
Cryotherapy system keyboard stopped responding just before the start of the treatment. Issue corrected and case completed.

Manufacturer narrative:
Device was evaluated in situ by product support engineer and determined component migration. Device was repaired.